Event description:
The account executive reported the customer had an ongoing issue with questionable ion selective electrode (ise) potassium results from the cobas c501 analyzer serial number (B)(4) since (B)(6) 2014 which coincides with the change in the ise calibration method. In (B)(6) 2014 and (B)(6) 2015, they received complaints from cardiac physicians that patients that usually had normal potassium results now were running high for potassium above the normal range (>5 meq/l) which necessitated them removing the ace inhibitor drugs from at least five of their chf patients. When the patients return for a redraw, the result would be down in the 4.3 - 4.5 meq/l (normal) range. The customer pulled 9000 data points, performed a normal range study and established a new normal range which increased the critical value to > 5.5 meq/l. The customer then reviewed 19655 data points from 100 days before the change in the ise method, and 100 days after the change in the ise method. There were 0.7% values above the normal range before the change in the ise method, and 1.4% high values after the ise method change. This indicated they needed to adjust the high end of the normal range again. Throughout this process, they received sporadic high patient results where a patient who normally had a potassium result around 4.4-4.6 meq/l, all the sudden has a result of 5.3, 5.5, or 5.6 meq/l. The physician would send the patient to the ER or has the patient would come in for a re-collect and the result for this sample would be normal (4.4 meq/l or so). The customer provided an example of a patient with consistent results of 4.4-4.6 meq/l from 2010-2014, who's result on (B)(6) 2015 was 5.3 meq/l. The patient was called back in for retesting and the result was in the normal range. The original sample was discarded and could not be retested. The customer did not think there was an instrument problem and suspected the issue might be preanalytic. All of the questionable potassium results were reported outside the lab. The customer was not aware of any adverse event. A specific root cause could not be identified with the information provided. A preanalytic issue was the most probable cause as the customer was not following the tube manufacturer's recommendation for specimen collection or centrifugation conditions. This may have affected the sample quality and contributed to the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.